Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported device migration could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Due to difficult imaging, initial measurements suggested a 16mm amulet and appendage injection performed but, left atrial appendage (laa) appeared larger thus re-measurements performed, and a 22mm amulet was selected. During procedure, the close criteria was satisfied and amulet was implanted, the device compression was in the tire shape. On (B)(6) 2024, the patient presented for post transesophageal echocardiogram (tee) and it was noted that the device was find attached to coumadin ridge, likely not attached to mitral valve (mv) side of appendage. The patient was reported stable and symptomatic.